Event description:
It was reported by a sales representative that a revision surgery was necessary to remove a broken protex pedicle screw. Initial surgery took place (B)(6) 2012. X-ray revealed broken s1 screw approximately two months after surgery. Revision surgery took place (B)(6) 2012.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was returned for evaluation, and a review was conducted of all application material records, manufacturing records, storage records, and distribution records according to the descriptions of the product used with the concomitant device. All records revealed all product lots were manufactured within specifications, maintained, and distributed in accordance with all federal, state and operating procedures. Based on record review of all available info, it is determined the 6.0mm protex solid pedicle screw 40mm design conforms to all applicable standards and there was no deviation in the manufacturing process. There is no indication that the issue was a result of product defect or malfunction.